Event description:
It was reported that during a coronary stent procedure of a tortuous rca, the stent dislodged. The physician had placed two 3.0x32mm stents distally in the tortuous rca. The physician then attempted to place the 4.0x20mm express stent proximally, and the stent got caught in the ostium of the rca due to the guide catheter or one of the distal stents. The dislodged stent was not located and remains in the pt.